Manufacturer narrative:
An event regarding revision of a triathlon insert component due to instability was reported. The event was confirmed. -medical records received and evaluation: instability caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy. What exactly has caused failure in this case, the balance between patient-related and procedure-related factors cannot be differentiated in this case due to lack of more detailed clinical information. More specific information including clinical examination findings and/or retrieval analysis may all help to further solve these aspects. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: revision surgery took place whereby the reported 11mm ps insert was revised to a 13mm insert. Medical review indicated instability caused by an adverse mix of patient-related factors (ligament pathology either present prior to arthroplasty or acquired after arthroplasty) plus procedure-related factors as caused by mismatch in component size and/or position relative to the ligament constraints of the knee as determined by the native anatomy however the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Left knee revision.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Left knee revision.